Event description:
During insertion , device did not seat properly, necessitating removal from urethra. Pt subsequently returned to or for supra pubic cystostomy. Pt discharged with supra-pubic cystostomy tube to gravity drainage.